Manufacturer narrative:
The field service engineer performed various checks and cleanings. Precision testing and qc were acceptable. This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for two patients with the cobas 8000 cobas c 502 module. Patient 3 initial result was 59.6 umol/l and the repeated result was 73.5 umol/l. Patient 4 initial result was 261.1 umol/l and the repeated result was 76.9 umol/l. The questionable results were not reported outside the laboratory. The repeated results were deemed correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.